Event description:
Samples are not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
Sample available but not returned at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Event description:
Baxter IV sales rep. Contacted global field surveillance quality dept. On friday, june 11th 2010 to communicate report received from a customer. The report stated a clearlink system non-dehp standard bore catheter extension set, product (B)(4), with an unknown lot number was found cracking and leaking. There was no patient involvement. Samples are available. No additional information was provided.